Manufacturer narrative:
Failure analysis in progress.

Manufacturer narrative:
Upon device evaluation it was confirmed that there was thermal damage to the battery. Internal inspection identified thermal damage of the fuse strap, which is the probable cause of the reported overheating.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.